Event description:
On (B)(6) 2021, this patient underwent emergency endovascular treatment using gore® dryseal flex introducer sheath (dsf) and gore® tag® conformable thoracic stent graft with active control system (ctag/ac) for a suspected impending rupture of a thoracic aortic aneurysm. After removal of the dsf, the pulsation of distal blood flow became worse. Angiography revealed a dissection near the puncture site, just below the bifurcation of the external iliac artery. An attempt was made to place a bare stent in the dissected part, but the bare stent migrated. A femoral-femoral artery bypass was performed, but distal blood flow did not recover. Thrombus was observed at the bifurcation of the superficial and deep femoral arteries. After thrombectomy, the occlusion was resolved, and blood flow was recovered. It was reported the removed portion by thrombectomy was the intima of the dissected portion from the external iliac artery to the femoral artery. The patient tolerated the procedure. The physician stated as follows: it is considered that the intima of the dissection "peeled off" during endovascular treatment and femoral-femoral artery bypass.